Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged display error. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), provide labeled for single use information (see section h5), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that there was an intermittent loss of heart rate that did not display during a transesophageal and transthoracic echocardiogram procedures. The electrocardiogram (EKG) signal was reported to be clear during the procedures; however, the heart rate needs to be displayed correctly to decipher cardiac timing and rhythm. The exams were completed without changing the equipment. There was no loss of data reported so the exam was not repeated. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the intermittent signal during the tee exam was likely a result of a damaged or intermittent connector for the physio module. The most probable cause for the connector damage was due to the connecter being inadvertently damaged by the customer. The issue was resolved by replacement of the physio module.